Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed as product was returned. One exact offset broach handle was returned and evaluated. Upon visual inspection there was wear present on the handle. There was impact marks both on the strike plate and on the back of the handle. Function gage g01739-15 was used and functioned properly. No further analysis was done as the function test was successful. DHR was reviewed and no discrepancies relevant to the reported event were found. The investigation could not verify or identify any evidence of product contribution to the reported problem. The failure mode for this issue is weld failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated the patients gender.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp could not attach to the handle. No adverse events have been reported as a result of the malfunction.